Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture and unstable impedance that jumped suddenly and then decreases to a low level. A lead fracture was confirmed. The lead was programmed off and replaced. No patient complications have been reported as a result of this event.